Event description:
Patient contacted dexcom to report that they received an error code on receiver.

Manufacturer narrative:
(B)(4). Evaluation of the retured device and review of the data log confirmed the reported hardware error code on the receiver.